Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. Additional follow up attempts to contact the patient were made by the representative covering the issue, but these attempts were unsuccessful. Per the instructions for use of the device, pump site discomfort is a known possible risk of use of the device. A supplemental MDR will be sent if additional information is received. Internal complaint number: (B)(4).

Event description:
Patient contacted technical solutions and requested to speak to a local representative regarding an old pump issue as they are potentially undergoing a new implant. The patient reported that they had their pump for several years. During this time, the pump was uncomfortable for them and did not provide them with substantial pain relief. The patient reported that they had their pump explanted several years ago; they could not remember the exact year or name of the surgeon who performed the explant. The patient stated that after the explant, the explanting surgeon told them that the pump was "never connected properly" by the implanting surgeon.